Manufacturer narrative:
Product event summary #(B)(4) was not returned for evaluation. The reported event was confirmed via review of controller log files which revealed an increase in power consumption starting (B)(6) 2018 to levels above normal operating range; however, no alarms have been logged for the past 14 days leading up to (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had an increase in power associated with thrombus. Patient died on (B)(6) 2018, cause of death was cerebral hemorrhage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.